Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to atrophy. Another aus was implanted. The physician replaced with a 4.0 cm cuff on a more proximal and fresher part of the urethra, and decided it was best to increase the pressure on the balloon to for optimum outcomes. There were no device issues or health concerns of the patient other than he experienced recurring incontinence due to the atrophy. The patient has fully recovered from this surgery.